Event description:
Per the audiologist, the patient reported pain at the site of the implant but was still able to use the device. The patient was then seen by her physician who extracted earwax from the ear canal. During the extraction procedure the physician noticed the device was extruding and inadvertently pulled on the device during the procedure. After the procedure the patient reported not being able to hear with the device. The patient was explanted in 2009 and the patient was reimplanted with a new device during the same surgery.